Event description:
Telemetry issues were reported. The left ins was giving interference message on the 8840 and the ins was unable to be read. When the patient was moved to a different area to re-interrogate the ins, there was no telemetry response from the left ins. The magnet that the patient uses with the ins was not working with the left ins either. The patient experienced a loss of therapeutic effect and had a return of symptoms on the right side of the body at least 10 days ago. It was planned to replace the left ins today. The right ins was at 3.72 and working fine. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator; product ID 3387-40, lot # j0343679v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3387-40, lot # l65008, implanted: (B)(6) 1999, product type lead. (B)(4).